Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc surmised that this phenomenon was attributed to the stress, user handling, and/or other factors. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon occurred due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The exact cause has been under investigation. Therefore, the exact cause of the reported phenomena could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus (B)(4), it was found that the ultrasound transducer of the subject device was physically damaged and a part of the pink coating peeled off on the ultrasound probe unit. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.